Manufacturer narrative:
The complaint of leakage can be confirmed on the returned one used. List #am6100, 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer; lot #13542886. As received there were residuals observed inside the threads of the distal male luer attached the female luer and tubing. The returned set was leak tested per product specification. There was a leaks observed at the distal bonded location of the male luer of the manifold to the female luer of the tubing. The female luer was not fully inserted into the male luer. The probable cause of the leak observed is due to an the female luer not being fully inserted during the manual assembly at the manufacturing site. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer, where it was reported that the nanoclave manifold leaked near the base of the 2 nanoclaves nearest to extension tubing. The customer discovered the wet area on the patient in cvicu during infusion. The medication involved is unknown. There was patient involvement, no harm/adverse event, and no delay in therapy.